Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7261495 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material assembly and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. The patient was admitted after experiencing a sudden onset of chest pain radiating across his chest from left to right down his left arm. He was treated with morphine and nitroglycerin with relief of pain. The patient was diagnosed with an st elevation mi with increased cardiac enzymes. The patient also had chronic renal failure most likely secondary to uncontrolled hypertension. ECG showed st elevations in v2-v4 with q waves ii, iii, and avf and difuse anterolateral t-wave inversions. Stress test showed ejection fraction of 64% with no ischemia. The patient was transferred to an enrolling hospital for cardiac catheterization, which revealed the lad with 90% bifurcation involving diag2 and mid lad; mild plaquing of the rest of the mid vessel, the lcx with 30% stenosis of distal lpl branch; 20-30% stenosis of om branch; no high grade lesions noted, and rca with 30-40% mid narowing; 30% distal narrowing; no high grade lesions noted. The patient was then enrolled in the program. Target lesion 1 was located in the mid lad bifurcating with diag2 with 90% stenosis and was 10mm long with a diameter of 3.0mm. Target lesion 1 was treated with predilation and placement of a 3.0 x 12mm taxus express2 stent "jailing the diagonal". Subsequent angiography revealed slight underexpansion and post dilatation was performed. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and plavix. During the 1 yr follow up period, the site learned from the patient's nursing home that the patient had been admitted to a non enrolling hospital with acute renal failure on day 334. The site continued to follow-up with the nursing home and learned that the patient and his family had decided to discontinue dialysis. The patient died on day 352. Per electronic study documents, the cause of death was acute renal failure. No autopsy was performed and no additional information is expected. In the opinion of the physician, there is an unk relationship between the death and the target vessel.